Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 1 month after the dental implant and temp hybrid were placed in ada site 3 in the mouth, the implant failed during the healing phase in type iii bone. Dr. Reports mobility, inflammation. Poor bone quality, the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported 1 month after the dental implant and temp hybrid were placed in (B)(6) site 3 in the mouth, the implant failed during the healing phase in type iii bone. Dr. Reports mobility, inflammation. Poor bone quality, the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)